Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 version/model#. It was reported that the cardiosave intra aortic balloon pump (iabp) is displaying error code 14. There is no indication if any parts were replaced or if this device met required functional and safety checks. Three gfe attempts were made for this information and this record will be updated as more information becomes available.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump is showing error code 14, there was no patient harm or injury.